Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.65v and the daily measurement was 2.93v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.65v and the daily measurement was 2.93v.

Event description:
It was reported the battery voltage measurements have been fluctuating. The last time the device was checked, the voltage was 2.58 volts. Now the interrogated voltage is 2.75v and review of device data shows it is 2.65 volts. The device is still in use and no patient complications were reported as a result of this event.

Event description:
It was reported the battery voltage measurements have been fluctuating. One time the device was checked, the voltage was 2.58 volts. At another time the interrogated voltage is 2.75v and review of device data showed it was at 2.65 volts. It was subsequently reported that the device had reached elective replacement indicator. The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.65v and the daily measurement was 2.93v.